Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cadd-legacy® pca ambulatory infusion pump showed a "no cassette" message and did not start, although there was a cassette. At least four cartridges were tried, but the "no cassette" message still showed. Patient was hospitalized. Additional information regarding the patient's current condition has been requested. If the information is received, smiths medical will file a follow-up report with the additional information. No permanent injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the pump in good physical condition. A review of the event log found 7 "no disposable" alarms recorded. Functional testing involved simulated use testing and found that the pump had a "no disposable" alarm when a disposable was attached. Functional testing also involved sensor testing and found that the issue was isolated to a faulty upstream occlusion sensor, used to detect correct disposable attachment. Based on the evidence, the reported issue was confirmed and the root cause was unable to be determined.